Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: IV spike broke. Probable root cause: - manufacturing/assembly error - tube set design. The device manufacture date is not known.

Event description:
It was reported that a case was converted to open surgery due to potential piece of the spike remaining in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that a case was converted to open surgery due to potential piece of the spike remaining in the patient.